Event description:
Mrs (B)(6), nurse at the clinic, reported the following event to (B)(6), sales rep : "the probe tapered, forcing dr (B)(6), to remove the plastic pieces from the patient's shoulder."

Manufacturer narrative:
The reported insulation damage was confirmed on the returned unit. The insulation is torn leaving a portion of the lumen exposed on the distal end of the probe closest to the tip in alignment to the electrode's position. An excessive amount of scratch marks can be observed on the exposed lumen portion, as well as on the insulation over, below and on the sides of the exposed lumen portion. Scratch marks can also be observed on the lumen around the ceramic. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit¿s evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. After performing the visual inspection on the returned unit, scratch wear marks and tearing of the insulation was observed. The marks observed are indicative that the unit must have been in contact with a pointy object or a sharp instrument (e.g. Cutter or shaver, hard tissue or bone) or that the unit could have been used as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object before it was fired, which can result in the damage observed and it is contraindicated as per user instructions for the serfas energy probes family. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.